Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 421 mg/dl and needing assistance with the bolus wizard. Customer treated with a bolus. Troubleshooting found that the customer may have adjusted the bolus incorrectly and may have overcorrected with a bolus which led to the high blood glucose. Customer declined high blood glucose troubleshooting and indicated that he is in contact with medical personnel at a hospital who can provide assistance. There was no further information provided by the customer or by troubleshooting.